Event description:
It was reported while the external pulse generator (epg) was being used on a patient with third degree av (atrioventricular) block, there was intermittent pacing failure. The physician observed the event in time to replace the epg so there was no injury to the patient. The physician suspected that the device had malfunctioned. There was no abnormality when the device was inspected prior to use. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.